Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements above 3000 ohms with a bipolar configuration during device change out. In addition, loss of capture at high capture thresholds was exhibited. Subsequently, the lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.